Event description:
It was reported that patients incision has opened up. The patient underwent a procedure wherein the incision site was washed out and closed. The patient was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7074124.